Event description:
Failure of reagent for dimension vista mg flex reagent cartridge resulting in 10 pts receiving incorrect result of low magnesium level.

Event description:
Failure of reagent for dimension vista mg flex reagent cartridge resulting in 10 pts receiving incorrect result of low magnesium level.